Manufacturer narrative:
H3: product analysis part# 55840026540 ; lot# h5753753- visual and optical examination of mas bone screw confirmed breakage of 3 threads from the base of the bone screw head. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface revealed a fairly brittle fracture with some indication of fatigue. The lower threaded portion of the screw appears has been damaged from the removal process. Visual inspection also revealed that the top portion of the crown of the screw has been worn from the seating of the rod. The crown has been pushed down through the saddle of the screw not allowing the head to pivot anymore. The broken screw appears to be damaged from overload. H6: updated eval. Code method and eval. Code result post analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient previously implanted with a screw in an unknown spinal therapy. It was reported that the screw broke and was explanted. There were no patient symptoms or complications as a result of this event. No further complications were reported/ anticipated.

Manufacturer narrative:
G4: this part is not approved for use in the united states; however, a like device catalog# 55840025550t, 510k# k152604 and UDI# (B)(4) was cleared in the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.